Event description:
It was reported that multiple light/image guides on the videoscope device were found to be defective. As a result, users experienced significant difficulty in orienting or accurately assessing the bronchial tree. There have been no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was not returned to olympus for inspection so the alleged reportable malfunction was not confirmed. Based on the results of the investigation, no problem was detected and a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.